Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right autoimmune disorders. (B)(4).

Event description:
It was reported that a caucasian female patient underwent primary breast augmentation with a 300cc mentor memorygel breast implant on both sides and experienced breast implant rupture verified by MRI, and ultrasound, and capsular contracture; baker grade iii on her left side postoperatively. As a result, the device was explanted on (B)(6) 2021. On (B)(6) 2021, mentor became aware that the patient's age was (B)(6) at the time of event and also experienced autoimmune disorders. This medwatch report is for the patient¿s right-sided device.